Manufacturer narrative:
Medical device lot #: an invalid lot # of 20200610231 was provided by the initial reporter. . Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 2 ll vlv adpt(stand alone) were clogged/blocked/occluded and experienced leakage. The following information was provided by the initial reporter: the infusor was dripping upon connection and upon removal. The PICC line was flushed and showed no resistance on flushing. However nothing was infused to the patient as it did not come out. From the nurses recollection the infusor was hooked up in their infusion lounge and it did not deflate. As a result, the patient missed their treatment and new infusor was given the next day. Drug type: flucloxacillin 8,000mg.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 20065106. D.4. Medical device expiration date: 6/2/2023. H.4. Device manufacture date: 6/2/2020. H.6. Investigation: a 2000e-04 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20065106. A review of the production records for lots 20065106 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue.

Event description:
It was reported that 2 ll vlv adpt(stand alone) were clogged/blocked/occluded and experienced leakage. The following information was provided by the initial reporter: the infusor was dripping upon connection and upon removal. The PICC line was flushed and showed no resistance on flushing. However nothing was infused to the patient as it did not come out. From the nurses recollection the infusor was hooked up in their infusion lounge and it did not deflate. As a result, the patient missed their treatment and new infusor was given the next day. Drug type: flucloxacillin 8,000mg.